Event description:
Mechanical ventilator does not pass the leak test.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the root cause was identified as a defective ambient valve. After replacing the part as correction, the unit was working as required. There was no patient or user harm. The identified root-cause was confirmed. Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Tightness test fails during pre operational check. "Release valve defect" message after tightness test. Ventilation cannot start. Unknown if any patient involved. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Mechanical ventilator does not pass the leak test.